Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2023-01317, related manufacturer reference number: 1627487-2023-01316, related manufacturer reference number: 1627487-2023-01315. It was reported that the patient's leads had become infected. Surgical intervention was undertaken on (B)(6) 2023 during which the system was explanted to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.